Event description:
During an implantation procedure, high pacing lead impedance was noted on the right ventricular (rv) lead. The lead was replaced, and a new rv lead was successfully implanted. The patient was stable with no consequences.

Manufacturer narrative:
A complete right ventricular (rv) lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages that are consistent with procedural damage. The reported event of high pacing lead impedance on the rv lead was not confirmed.